Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. As the lower cartridge cover was disengaged and not returned for evaluation, the cause for the reported condition could not be reliably determined.

Event description:
During a laparoscopic hernia repair procedure, the staples did not form properly. The surgeon applied another device without pt injury.